Manufacturer narrative:
The test strips are not available for return. On a regular basis coaguchek strips are tested in comparison to the current master lot. For this purpose, the test strips are measured with two human blood samples from marcumar donors and two internal reference meters. All retention data are reviewed once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The investigation did not identify a product problem. The cause of the event could not be determined. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4), compared to an unknown laboratory method. The result from the meter at 02:03 p.m. Was 5.0 inr. The result from the laboratory at 02:14 p.m. Was 3.52 inr. The patient has a therapeutic range of 2.0 - 3.0 inr.